Event description:
It was reported that a dissection and death occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A rotawire was selected for use in a percutaneous transluminal coronary angioplasty (ptca) procedure. The rotablation procedure was attempted but the rotawire was not able to cross the lesion. A dissection occurred in the left main and the patient developed serious complications. The patient collapsed on table and died. The site can provide no further information.